Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ec45a device was returned in good visual condition and with one ecr45w cartridge loaded in the device. The cartridge reload was received fully fired and in good visual condition. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. Event could not be confirmed as the device closed and opened without any difficulties noted. Please ensure that the tissue lies flat and is positioned properly between the jaws. Any bunching of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: sales rep noted that the closed stapler was easily removed from the patient after the second firing and the surgeon did not have to do anything to release the stapler from the tissue. Per a follow-up call with the sales rep, the tissue fell out of the jaws after firing; therefore, the device was not stuck closed on tissue. A white reload was used.

Event description:
It was reported that during a laparoscopic nephrectomy procedure, the sales rep was present for the case. The surgeon fired the stapler twice. On the second firing, after the firing cycle was complete and the knife returned to the home position, the surgeon attempted to open the device. When he tried to push the anvil release button it remained depressed and the jaw did not open. Sales rep had the surgeon ensure he pulled the firing trigger completely and confirm a zero and not a lock was showing in the window. The surgeon pushed it again and it still did not open. He removed the device with the jaws closed and had the tech set it on the back table while they finished the case. The closed stapler was easily removed from the patient after the second firing and the surgeon did not have to do anything to release the stapler from the tissue. At the end of the case, the device was passed off to me to examine and return. The knife blade was in the home position. Sales rep attempted to open the device and it opened with no issue. After the second firing was complete, the surgeon no longer needed to staple and completed the case as usual. There were no patient consequences reported.